Event description:
It was reported by the customer, "a 4fr dl powerpicc provena inserted in the right upper arm brachial vein on (B)(6) 2022 was found to be kinked in the upper 1/3 of the upper extremity on (B)(6) 2022 (dwell time 3 days). PICC was initially pulled back and then removed and a new PICC was placed."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed but the cause is unknown. A single radiograph showing the patient¿s right arm/humerus was returned for evaluation. A catheter, consistent with the implicated 4fr d/l powerpicc provena catheter, was seen in the image. A kink was seen in the catheter shaft at the skin insertion site. Possible contributing factors for a kink in the catheter could include the anatomic variables, catheter placement, or catheter securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen¿. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The report of a kinked catheter has been documented and will be monitored as part of complaint trending. H3 other text : evaluation findings are in section h.11

Event description:
It was reported by the customer, "a 4fr dl powerpicc provena inserted in the right upper arm brachial vein on (B)(6)2022 was found to be kinked in the upper 1/3 of the upper extremity on (B)(6)2022 (dwell time 3 days). PICC was initially pulled back and then removed and a new PICC was placed."